Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that no signal loss alert on app was reported. No additional patient or event information is available. Data was provided for investigation. The reported event could not be determined. A root cause cannot be determined.